Event description:
Prior to the initial procedure, the patient presented with st segment elevation myocardial infarction (stemi) and was suffering from acute coronary inferior wall myocardial infarction (ac iwmi), right ventricular myocardial infarction (rvmi), and complete heart block (chb). It was reported that the procedure was to treat a de novo lesion in the mid right coronary artery with 100% blockage. After pre-dilation was performed, two 3.5x48 mm xience xpedition rx stents were implanted without issue and the patient was transferred to the intensive cardiac care unit. The patient was compliant with dual antiplatelet therapy (dapt) after the procedure (dosage was plavix 75mg bd). One hour later the patient went into cardiac arrest due to severe hypotension, hypoxia and in-stent thrombosis. The patient was intubated due to respiratory failure. Assisted breathing was performed with a ventilator. A temporary pacemaker (tpm) was implanted. Medication was administered but still the patient expired. Neither angiography nor intravascular ultrasound (ivus) was performed. No autopsy was performed. There was no adverse patient effect and no clinically significant delay during the stenting procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities. Death, hypotension and thrombosis are listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other 3.50x48mm xience xpedition device referenced is being filed under a separate medwatch MFR number.